Event description:
Caller reported that tandem mobi cartridge alarm occurred, specifically cartridge alarm 34. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer followed technical support's guidance to remove the cartridge and deliver a 9-unit bolus, after which they successfully reloaded the original cartridge and resumed insulin therapy, resolving the issue.